Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cementing a primary attune knee with hv cement, the surgeon stated it was sticking to his gloves which was unusual. The patient had a latex surgery and the staff was wearing special gloves. Mentioned that his experience with those gloves was that cement stuck to them. Surgeon finished the case with the cement with no obvious issues other than the stickiness. Mixed a dose of that lot number cement and showed hospital employees that it stuck to the latex free gloves and not to the normal gloves used. The surgeon still requested all cement with that lot at the hospital be discarded.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that while cementing a primary attune knee with hv cement, the surgeon stated it was sticking to his gloves which was unusual. The patient had a latex surgery and the staff was wearing special gloves. Mentioned that his experience with those gloves was that cement stuck to them. Surgeon finished the case with the cement with no obvious issues other than the stickiness. Mixed a dose of that lot number cement and showed hospital employees that it stuck to the latex free gloves and not to the normal gloves used. The surgeon still requested all cement with that lot at the hospital be discarded.¿ without a sample or further information regarding the gloves which were used in the reported incident, it is not possible to confirm the complaint description. A demonstration completed at the hospital indicated that the cement behaved as expected with a different set of gloves. Latex free nitrile gloves are used routinely during the testing of cement and this failure mode has not been reported. Root cause cannot be determined as a failure of the cement product. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: (B)(4) non-conformances on this lot number. Final micro and sterility tests passed. Final quality control specifications passed. (B)(4) units released. Lot expiry date: 28 february 2021.